Manufacturer narrative:
The reported complaint was verified. Functional testing confirmed the vent does not cycle. Ventilator is still undergoing testing to determine the exact failure mode. Awaiting clarification on information provided by the customer stating that excessive pressure was applied to the device before the dive. Further information shall be provided once the investigation is completed and or become available.

Event description:
The hyperbaric ventilator was in clinical use and became stuck in exhalation mode causing the patient to over-breathe the device. This was noticed approximately 10 minutes before the end of the treatment when the lights in the ventilator were not switching from inhalation to exhalation. The hyperbaric ventilator was being used in conjunction with a hyperbaric chamber as the patient was receiving hyperbaric oxygen therapy. The respiratory therapist and the registered nurse tried to get the ventilator to cycle, but were not successful. The patient was brought back to surface with no adverse effects reported. Additional testing of the ventilator after it was removed from the patient confirmed that the device would not transition out of the exhalation mode. The staff noted that the inhalation time would not go below three (3) seconds and gas was felt leaking from the water trap where the high pressure line is connected to the back of the ventilator. Gas was also felt leaking from the expiratory time knob.